Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in event is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the minimally calcified right common femoral artery using two proglide devices via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, with both devices resistance was felt while depressing the plungers but the physician was eventually able to fully depress the plungers; it was then discovered that cuff misses occurred as the sutures were not present when the plungers were removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f and the tavr procedure was completed. Hemostasis was achieved with the 2 pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.